Event description:
After 35 years of experience treating his diabetes, caller reports difficulties controlling his blood glucose levels since he began using novo nordisk insulin pens 12 months ago. The a1c levels were consistently 9 due to under delivered insulin. Other side effects include difficulty concentrating, swelling in legs and feet, and decreased heart rate. Caller now using heart monitor.